Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
Reportable based on device analysis completed on 13-nov-2018. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, eccentric target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. The lesion contained >45 and <90 degrees bend. A 2.50x38mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was competed with a different device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed a stent damage. A promus element plus, mr, ous 2.50 x 38 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found proximal stent damage. The undamaged crimped stent outer diameter (od) was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. The hypotube kinks noted which were not mentioned in the complaint event most likely occurred as a result of unintentional use error during post procedure handling or re-packaging of the device. A visual and tactile examination of the outer and inner lumen and mid-shaft found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.